Manufacturer narrative:
Other text: b3: date of event is unknown. One device was received for evaluation. Visual inspection found the tamper seals to be removed. The device was observed to have a cracked/chipped top case. Due to the power up issue the device's event history log was unable to be reviewed. To conduct functional testing the device was powered up. Upon power up, the reported problem was duplicated. The main pc board not operating as intended is determined to be the root cause of the reported issue. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Event description:
It was reported the pump will not turn on longer than 3-4 seconds. No patient injury reported.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.